Manufacturer narrative:
Insulin pump received with minor scratched display window. Unit received with cracked case display window corner, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there are multiple physical damages to the reservoir compartment, battery compartment, battery cap, the reservoir window and the screen of the insulin pump. The rubber gasket in the reservoir compartment came out, there are cracks around the reservoir compartment and the battery compartment and pieces are missing from both compartments. The battery cap has a crack. There is a crack in the reservoir window running from where the battery goes in. There are cracks going to the screen. The customer's blood glucose was 167 mg/dl. The discontinuation of the device was advised. Nothing further was reported.